Manufacturer narrative:
The insulin pump did not have a button error alarm. However, the unit had an intermittent button response due to moisture damage on keypad traces. The insulin pump was received with minor scratched display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The company representative reported that the insulin pump alarmed button error. The reporter did not know the blood glucose reading.